Manufacturer narrative:
(B)(4). This event occurred in (B)(6). The customer states that the strips have been used up, and the meter will not be returned.

Event description:
The customer received a questionable high glucose result for one patient on an accu-chek inform ii meter, serial number (B)(4). All results are in units of mg/dl, and all were released to the physician. At 5:53 am, the initial result was 87. At 10:40 am, the result was 122. At 3:57 pm, the result was 376. At 4:13 pm, the result was 127. At 4:14 pm, the result was 144. The physician thought the result of 376 was too high. There was no allegation that an adverse event occurred. The customer stated the patient had normal blood flow, normal blood pressure, had not received any IV fluids, and had not eaten before blood collection. Valid, passing controls were run on the meter prior to the event. The strips were requested to be returned for further investigation; however, all strips have been used and will not be returned. The meter was requested to be returned for further investigation; however, the customer did not want to return the meter.  Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The patient has disseminated intravascular coagulation (dic), which can effect blood flow and circulation; this may be a potential cause for the discrepant result.

Manufacturer narrative:
Potential factors that can influence results are impaired peripheral circulation due to the patient's medical condition and/or medications taken, as well as incorrect storage and handling of the test strips. Since the patient has dic, this is a possible cause of the discrepancy. This is covered in limitations of use in product labeling.